Manufacturer narrative:
(B)(4).

Event description:
Intermittent blackouts, loss of consciousness and falls, possibly related to combination of oral sedation and intrathecal opioids was reported. Device interrogation on (B)(6) 2011 showed drugs infused via the device were compounded dilaudid (conc. 15mg/ml, dose 10.020 mg/day) and compounded clonidine (conc. 350.0 mcg/ml, dose 233.81 mcg/day). Other related drugs were valium and trazodone. Intervention included decrease of 10% compounded dilaudid to 9.030 mg/day and compounded clonidine to 210.71 mcg/day and discontinuation of oral valium and trazodone. Later on (B)(6) 2011, the pump indicated end of battery life. On interrogation, the elective replacement indicator (eri) showed battery depletion within 3 months. Patient had no reported symptoms. No action had been taken as the date of this report. The outcome was defined as an ongoing event.